Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the during an initial knee surgery, the surgeon was pinning the cutting block with a competitor guide pin through the guide hole. The entry into the hole the pin was slightly torqued and the tip of the pin broke off and dislodged in the cutting block. No known adverse event was reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; a2; a3; a4; b4; b5; b7; d10; g4; g7; h1; h2; h3 product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned guide found it to exhibit signs of repeated use and one of the 0 degree guide holes has a pin seized in it. The DHR was reviewed and no discrepancies relevant to the reported event were found. The surgical technique persona personalized knee mentions to use the zimmer biomet pin with the cut guide. The competitor pin was used with the zimmer biomet cut guide which is not an approved combination to be used and is off label use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.